Event description:
It was reported that during a deep anterior rectum resection procedure, the instrument cut but did not staple. The surgeon described that the instrument functioned normally but after removing the instrument the surgeon discovered that at the one side of the staple line the clips are in a proper b-form and at the other end there are unformed staples. Due to lack of tissue the surgeon decided to make an anus praeter. There were no adverse consequences for the patient. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.